Event description:
The recipient reported intermittent hearing sensation with the device beginning in (B)(6) 2018. The frequency and duration of the intermittencies increased until there was no longer benefit with the device. No accident or trauma has been reported. The implant site appeared healthy with no swelling or redness present. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported intermittent hearing sensation with the device beginning in (B)(6) of 2018. The frequency and duration of the intermittencies increased until there was no longer benefit with the device. No accident or trauma has been reported. The implant site appeared healthy with no swelling or redness present. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported intermittent hearing sensation with the device beginning in (B)(6) of 2018. The frequency and duration of the intermittencies increased until there was no longer benefit with the device. There was no accident or trauma reported.